Event description:
The customer contacted baxter's service center regarding a overprime; which occurred on the homechoice (hc) during setup. The customer stated that fluid was coming out of the patient line towards the end of prime. The customer stated they had the supply bag on the heater. The technical service representative (tsr) explained that the extra pressure made the solution come out of the line. The customer understood and will place the bags elsewhere. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver (cg) (B)(4) 2012 the regarding reported problem. The cg stated they cannot remember the event, and then hung up. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line during the priming stage, where the home patient stated they had the supply bag on the heater. This complaint is confirmed because having more than one bag on the heater pan is a known cause of this type of problem. The label review found the patient at home guide to be adequate for the use error in this incident.